Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. Torque engagement testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white roller clamps on two (2) minicap transfer sets were "completely stuck/jammed". This occurred before use of the devices for peritoneal dialysis therapy. This was noted during a routine change procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.